Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient sample with the cobas e 801 module serial number 1752-03. The customer reported the ft3 results to a physician who asked for re-measurement of the samples. The sample was sent for an investigation and was tested on a cobas e801 module, cobas e 411 immunoassay analyzer, and a siemens centaur analyzer. The investigation site e801 module serial number was (B)(4). The e411 serial number was (B)(4). The ft3 reagent used at the investigation site on the e801 was lot number 551720 with an expiration date of 30-sep-2022. The ft3 reagent used at the investigation site on the e411 was lot number 547180 with an expiration date of 31-aug-2022.

Manufacturer narrative:
Calibration and qc at the investigation site was acceptable. From the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.